Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Device not returned.

Event description:
It was reported that during morning shift check the autopulse platform (s/n (B)(4)) displayed user advisory 7 (discrepancy between load 1 and load 2 too large). They were unable to clear the user advisory 7 error message. No patient was involved with this event. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found no visible damage to the platform a review of the platform archive log showed multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) messages (B)(6) 2015 but not on the reported date of (B)(6) 2016. According to the archive (B)(6) 2015 was the power-up date of the platform. During functional testing the autopulse platform displayed ua 7 upon power-up. Further testing showed that load cell module 1 was defective causing the platform to display ua 7. Additional testing showed that drive shaft rotation was stiff and therefore the drive train was replaced. The stiff drive shaft is unrelated to the reported complaint. In summary, the customer's reported complaint of autopulse displaying ua 7 was not confirmed during archive review and functional testing and was attributed to a defective load cell module 1. After replacing the load cell module and drive train, the platform passed all final testing criteria.